Manufacturer narrative:
Date sent to FDA: 5/22/2019. Additional narrative: it was reported that the patient experienced pelvic pain, urinary pain, dyspareunia, pelvic organ prolapse, urinary retention, urinary incontinence, vaginal shortening, vaginal tightening, distended bowel, and redundant sigmoid. It was reported that she underwent surgery to excise the mesh on (B)(6) 2016.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2007 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent a revision surgery on an unknown date. No additional information was provided.